Event description:
A customer reported her precision xtra/optium blood glucose meter which "it did not give accurate readings". She reported she lost consciousness because of "a low blood sugar" event. The paramedics were called and she was taken to the "center". She reported being diagnosed with severe hypoglycemia and treated with unk intravenous solutions and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.